Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. One haptic is broken in the gusset area and returned loose in the cup. The opposite haptic is broken in the gusset are (not returned). The lens is cut in half, typical of insertion and removal from the eye. Scratches are observed on the optic near the cut areas. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Lens damage was observed. The product investigation could not identify a root cause for the explant of the lens. Follow up attempts were made for clarification as to why the lens was explanted. The lens was implanted approximately nine years ago. At this point, no further information available at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that after an intraocular lens (iol) implant procedure, the iol was exchanged for another company lens for unknown reason. Additional interventions like pars plana vitrectomy (ppv), limbal relaxing incisions (lri) and optic capture were performed. Additional information has been requested.